Manufacturer narrative:
No device or device photo was returned for investigation. Functional and visual testing could not be performed and no confirmation due to no device returned. Due to this, no root cause was determined. The device history review of the reported lot number found no non-conformities during the manufacturing process.

Event description:
It was reported that the patient developed redness and swelling of the skin around the neck catheterization site, and purulent discharge was visible when squeezing. The skin around the patient's chest wall infusion port was slightly red and swollen, and squeezing was painless. Color doppler ultrasonography of bilateral internal jugular veins showed that the right internal jugular vein thrombosis was given there was patient involvement, and no patient harm/adverse event reported.